Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had bolus stopped alarm. Customer¿s blood glucose was 8.5 mg/dl. Customer informed it had been ongoing for about three months and always happens when she changes her infusion set. Troubleshooting was performed for bolus stopped alarm. The customer stated that the alarm was occurred greater than five times per set change. Customer reported they were able to clear the alarm. The customer was advised that the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected bolus stopped, insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. (B)(4).